Event description:
Account reports "at least three incidents" in which the distal portion of the hand pump tubing separated during blood infusion. The hand pump was being squeezed at the time of the separation. No pt or hcp compromise, though there was loss of blood due to the separation.